Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited eri approximately 4.5 years after implant. The physician suspected premature battery depletion.